Event description:
After tying knots, suture snapped and broke off within the inside of anchor. Anchor remains in patient. The account threw away the suture and put in more 2.3 anchors which worked fine.

Manufacturer narrative:
No product is being returned for evaluation.(B)(4)